Event description:
"The staff found the walker in the users room and then had the left front wheel fallen off. According to the user have the wheel just fallen off"

Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occured in (B)(6).